Manufacturer narrative:
The issue reportedly occurred during the surgical procedure on (B)(6) 2016. The awareness date of the originally reported event was july 23, 2016. However, at that time, the documented event did not represent a reportable incident. Updated information received on september 21, 2016 changed the reportability determination. As such, the initial medwatch should have captured july 23, 2016 as the date of this report, with a (reportability awareness date) of september 21, 2016. The manufacturing date within the text of the device history record review contained a year of 2016. This information was documented in error. The actual release date of the product was october 31, 2001. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes (B)(6) reports an event as follows: it was originally reported that a cable tensioner malfunctioned during a hip surgery on (B)(6) 2016. The surgeon indicated that the knob on the handle came loose. As a result, the cable could not be threaded/inserted through the tensioner. Although additional surgical details are unknown, it was reported that the procedure was completed successfully without delay. The post-operative status of the patient remains unknown. During the product investigation, which was completed on september 21, 2016, it was noted that a portion of the returned device was broken and missing. As such, the device was re-assessed and found to meet reportability criteria. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part # 391.201 lot # p507217, release to warehouse date: 31october2001 , expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. The devices were released to warehouse on 31october2016. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one (1) cable tensioner (part 391.201, lot p507217, mfg 31-oct-2001) was returned with a complaint stating that the knob was loose on the cable tensioner handle and therefore the cable could not be inserted. The complaint was able to be confirmed at customer quality as the jaws did not loosen despite completely releasing the tensioner. In addition, the anti-buckling device (also referred to as the ¿nose¿) had broken off at the weld and was not returned. This damage was not reported in the complaint. Due to the incomplete complaint details, the definitive root cause of the damages could not be determined. The malfunction related to the jaws is consistent with ill-lubricated and out-of-calibration cable tensioners. It is uncertain when last or if at all the device had been serviced. Typically during servicing the spring and anti-buckling device will be replaced and the device is lubricated and recalibrated. A visual inspection, function test, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that a patient underwent hip surgery on (B)(6) 2016. During the surgery, the knob turned loose on the cable tensioner handle. Therefore, the cable could not be threaded or inserted through the cable tensioner. The surgery was successfully completed and there was no surgical time delay. Patient status outcome is unknown. This complaint involves one device. This report is 1 of 1 for (B)(4).